Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Console is running firmware version v05.18.00. Console passed the final functional test without failing at any step. Console failed the visual inspection because there are visible marks on the front panel, as well as visible marks and scratches on the rear housing. Due to the fact that the console was manufactured in (B)(6), it will have to be scrapped. No other issues were identified during the product analysis.

Event description:
It was reported that the rotation speed was not stable. A rotapro console was selected for use. During the procedure, rotapro will not hold a steady rpm. The rotations per minute are bouncing from 4k to 100k and all over the place. No patient complications were reported.

Event description:
It was reported that the rotation speed was not stable. A rotapro console was selected for use. During the procedure, rotapro will not hold a steady rpm. The rotations per minute are bouncing from 4k to 100k and all over the place. No patient complications were reported.